Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose was 276 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. The insulin pump passed self-test, unexpected test and all operating current measurement were normal. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.